Event description:
It was reported that approx one year after implantation of a vena cava filter, the filter was discovered to be tilted. Allegedly, the filter is also perforating the ivc wall. No attempts have been made to retrieve the filter. The current pt status is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up was made with the outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide new patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. However, based on the available info, the definitive root cause is unk.